Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No button keypad anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an unresponsive keypad. The customer's blood glucose was unknown at the time of the incident. The customer stated the middle button is unresponsive. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.